Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 8.5mm (xiitp5485) was returned for investigation attached to an unknown healing collar. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads. Product matched print specification where measured (cal4063 due: june 11, 2021). No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and used for approximately 2 weeks. The label and implant date indicate that the implant was placed following expiration of the implant packaging. The reported event could not be recreated due to the nature of the dental device and event (medical condition). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2015031950. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015031950) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that patient came in post op with pain. Doctor checked implant and patient complained of pain when implant was touched. Implant at tooth site # 14 was removed and area grafted. Patient's condition at the time of event: healthy. Patient not returning for implant re-placement. Symptoms as a result of the event: pain.